Event description:
It was reported, the patient had the implantable neurostimulator (ins) for six months and then the ins was removed due to complications. The reporter stated, the complications were they were having burning pain in the ins site. The reporter further stated that when they would turn the ins on it felt like it was on fire. It was noted the patient also felt needle pain where the leads were going into their spine. It was further noted the patient had worked with their healthcare professional (hcp). The reporter stated they wanted the ins to work, but they could not tolerate the burning sensation. The reporter further stated that during the six months they felt some relief in their feet and legs, but they still had pain in their lower back and tailbone. It was noted the device was removed (B)(6) 2013, six months after implant, it was further noted, the patient wanted to return the programmer and recharger because they were brand new and they did not want to throw them away. Analysis of the recharger found the antenna jack was resoldered as a preventative measure. Analysis of the programmer found general maintenance was done. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).